Event description:
It was reported that prior to starting a da vinci si prostatectomy procedure, the surgical staff reported the tips of the pk dissecting forceps instrument did not close properly. They replaced the instrument with a instrument of the same type to complete the surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of the tips do not close properly is confirmed. One grip is bent, causing side to side misalignment of grips. There is a .020 offset at the tips. Bent grip does not exhibit separation of the yaw pulley and pulley cover at the glue joint. Additional observation not reported by site is tube damage. Distal end of main tube has various scratch marks with light material removal. Scratches are .065 - .200 in length and not aligned with the tube axis. Evidence not conclusive, but damage may have been caused by mishandling/misuse. Electrical continuity passed. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.